Event description:
Related manufacturer report number 2017865-2023-22547. It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. Additionally, dislodgement of the right atrial (ra) lead was also observed. The physician suspected the ventricular noise and the atrial lead dislodgment were due to twiddler's syndrome. The rv lead and the ra lead were capped and replaced during an unrelated procedure. The patient was in stable condition.